Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 425cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was developed bilateral capsular contracture. However, no baker grade ratings were provided. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-03083 for the contralateral event.